Event description:
It was reported during a stenting treatment procedure the stent partially deployed. Vascular access was obtained via the femoral artery. The 6.0x180mm, 70% stenosed, de novo and eccentrically shaped target lesion was located in the severely calcified right superficial femoral artery. A 6x200x130 innova stent was half way deployed when the thumbwheel became stuck. The device was then removed with the help of a snare. No further patient complications were reported and the procedure was completed with another of the same device. The patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that pullback was not performed prior to the stent removal using the assistance of a snare.

Manufacturer narrative:
Device evaluated by manufacturer: the handle was separated from the sds, as-received. The thumb wheel and rack were not returned for analysis. The outer sheath was examined and there were chatter marks on the outer silver sheath. The inner shaft was detached, the detached portion of the shaft and distal tip were in the lumen of the introducer sheath. Due to the damaged introducer sheath tip the inner shaft and distal tip were unable to be withdrawn from the introducer sheath; therefore, a measurement of the detached portion was not possible. The fractured face of the inner shaft was jagged and stretched which is consistent with tensile overload. The stent was completely separated. There was 35mm of the stent in the lumen of the sds and the remaining portion (165mm) had been deployed with the distal portion of the separated stent was partially in the lumen of the introducer sheath. The stent struts were stretched. There was no evidence of any material or manufacturing deficiencies contributing to the reported deployment difficulty and the identified kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that pullback was not performed prior to the stent removal using the assistance of a snare.